Event description:
It was reported that a patient presented for a generator change procedure where it was noted that capture thresholds could not be obtained on their right ventricular lead. It was also noted that the lead had been known to be non-functioning for some time. The lead was capped and replaced. The patient was stable throughout.